Manufacturer narrative:
A spacelabs field service engineer was dispatched to the customer¿s site for investigation of the reported problem. The reported problem was verified and a hard reboot was performed to resolve the issue. Normal device operation was verified and the device was restored to service. This investigation is considered complete and the issue closed.

Event description:
Customer reported that on (B)(6) 2016 the screens were blank during patient monitoring on the xhibit telemetry central station.